Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A patient reported blood glucose results of "208 mg/dl and 136 mg/d" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.